Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced a low blood glucose (bg) event while troubleshooting dexcom g6 continuous glucose monitor (cgm) sensor. A finger stick confirmed a low blood glucose (bg) of 45 mg/dl. The user treated with two rounds of juice, which raised blood glucose (bg) to 79 mg/dl. Blood glucose (bg) was corrected with juice. Additional training was scheduled, and the user later requested and received a new training link. No symptoms were reported by the user during the event, and no outside assistance, or medical intervention were reported.